Manufacturer narrative:
Additional information: catalog # al07292002, al07292003. This issue remain under investigation. Additional information has been requested from the customer. A follow-up report will be filed once the investigation is complete.

Event description:
The customer reported that in the last 2 years, they had 3 cases (out of hundreds) of pts developing radiation reactions in the source path prior to the treatment area. They stated that they checked the plans and delivery, but "didn't find any problem". One pt was treated using the al13129005 shielded rectal applicator in conjunction with the al07292001/al07292002/al07292003 reusable transfer guide tubes (tgt). The customer stated that the tgts are in good condition and all measure within 1mm of the nominal length of 121.4 cm (120.0 cm for treatment planning). This is a mark on the tgt, correlating to the table in the tgt's instructions for use, that is used to verify the insertion depth of the tgt in the applicator. This is checked prior to the treatment by three people (physician, nurse, and physicist) as well as after the treatment. In addition, the customer indicated that there was no evidence that the applicators had been pushed out of the pts at any point during the treatments. All pts had a full tumor response, so there was no indication to that there was an under-dose from a pt outcome perspective. Details on other 2 incidents filed under MFR report #9612638-2013-00014 and #9612638-2013-00016.